Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported device failed to deploy properly was not confirmed as all components were not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that suture placement in a mildly calcified common femoral artery was attempted with a proglide device, using a pre-close technique, with an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. A femoral angiogram was not performed prior to the procedure. Reportedly, the device would not deploy properly. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized and the aaa procedure was completed. The successfully preplaced sutures of the second and third proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.